Event description:
During the procedure, the physician lost vascular access. While attempting to reintroduce the guidewire to re-establish access, the wire dissected the iliac artery creating a subintimal sac and access could not be re-established. The physician converted the pt to open surgical repair.